Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for investigation. A visual inspection revealed the device to be in good physical condition. Analysis of the event history log confirmed the reported error had occurred. During functional testing, the reported issue could not be duplicated, thus no root cause could be determined. The complaint was confirmed.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump experienced a downstream occlusion alarm. No injury was reported.